Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of full battery depletion could not be confirmed as no log files were submitted for evaluation. Additionally, a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The ¿powering the system¿ section of the IFU provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Furthermore, the IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 5 years & 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was found, expired, at home. Patient was connected to controller and batteries that were completely depleted. The exact time between when the patient expired and when the patients body was found, is unknown. No autopsy will be performed. No further information provided.